Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the angle wire of the colonovideoscope was frayed. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. It has been over seventeen (17) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, although we could not specify a root cause of the suggested event, it is likely the event occurred because the angulation wire may have been frayed because load was imposed on the wire by repeated angulation, angulation when passing an endo therapy accessory, excessive stress on the angulated bending section, or the like. Olympus will continue to monitor field performance for this device.